Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2019, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2019, product type: lead. Product ID: 97745, serial#: unknown, product type: programmer. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 01-may-2023, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 01-may-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding the patient's implantable neurostimulator (ins) for spinal pain. Information was reported that the caller said the patient is having problems with her controller again ((B)(6) 2019, over the weekend). She said, this is the second time. The first time was around the (B)(6) 2019, she has no relief through the legs again. The patient feels the vibration and then it goes away again. The caller said the first time a manufacturer representative (rep) redid it and then it was working again. The caller said it returned over the week. This was noted to be a gradual change. Additional information was received from the patient via a manufacturer¿s representative (rep). The rep reported that despite multiple attempts at reprogramming, the patient reported relief for a brief period of time and then felt the pain return. The rep reported that after various meetings in the clinic to reprogram, x-rays were taken of the leads and it was determined a lead revision was necessary and had been scheduled for (B)(6) 2019. There were no patient falls or external factors that could have led to the issue. The rep reported that multiple reprogramming sessions provided limited relief for the patient. There was difficulty getting left sided stimulation distribution of paresthesia where most of her pain was. The rep noted that there was reprogramming visits on (B)(6) 2019, (B)(6) 2019 and (B)(6) 2019. Additional information was received from the rep on 2019-09-30. The rep reported that they met the patient in clinic after she claimed the tingling went away and she wasn¿t getting relief. Then everything was okay for about 3-4 weeks until she claimed the same thing happened where the therapy went away. The rep reported that the patient came in for x-rays on (B)(6) 2019 and it was determined the leads had migrated, which was why they were getting inadequate pain relief despite multiple attempts at reprogramming. The rep clarified the report of the controller issues. The rep reported that the controller was frozen on the screen where the controller was looking for her device. The rep had the patient take the batteries out of the controller and reseat them. The patient claimed after this that her pain came back and the settings we had previously put in were no longer working. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the rep indicated that the serial number of the controller was: (B)(4). No further complications were reported or anticipated.